Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead complained of chest pain 3 days post-implant. An echocardiogram was performed the following day and a perforation resulting in pericardial effusion with hemodynamic impairment was identified. A pericardiocentesis was performed to resolve the effusion without further consequence to the patient. No additional adverse patient effects were reported. This lead remains in service.